Event description:
Routine complaint investigation identifies inconsistent precision blood sugar readings while using blood glucose strips not calibrated for the meter in use. Using the incorrectly calibrated strips, could result in higher than expected readings. These results under certain condtions, could have adverse clinical effects.